Event description:
Jackson pratt tube was to be removed from patient post operatively. Nurse followed sop: tube was sutured to skin, nurse released suction on bulb, cut the skin suture and pulled gently on the tube which did not release. Nurse waited a few minutes and tried again, exerting about 5 lbs of pull on the tube. At this time, the tube came out but was only a partial tube with a jagged edge and judged to be about 1/2 of the tube. It broke about 1" below where it was sutured. Patient was returned to the or on the following day and the remaining portion of the tube was removed with no problem.